Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from cartridge tubing. Customer's blood glucose was 687 mg/dl. A correction bolus was delivered to address bg level. Customer loaded a new cartridge to address the issue.